Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for visual inspection and functional tests. Hygiene microbiological investigation (hmi) results could not confirm the customer report and the device was sent to nelson lab for culture testing. The following reportable malfunctions were identified during the device evaluation/culture testing: positive culture/cross-contamination. Confirmed culture in instrument/suction channel, insertion section, and auxiliary water channel: klebsiella oxytoca, bacillus species, and microbacterium species. The most probable cause of the complaint is - cause traced to maintenance. Problems traced to improper routine or preventative maintenance. Based on the provided data, there could potentially be a correlation between the actual product/ device status and cause of contamination. In general, device damages (e.g. Scratches, cracks, foreign objects in channels, kinks) could be a source of microorganisms. The responses to the cds questionnaire are indicative of compliance with IFU. After reprocessing by oly, the first hmi was not within olympus' acceptance criteria. The device was then repaired, sterilized, and returned to the customer. Upon receipt of the device, the customer should perform reprocessing according to the IFU prior to clinical use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for serratia marcescens. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.